Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed, but episodes of noise were still being observed. Additional reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.